Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, the clip was attached to tissue however, the clip would not release from the catheter. The physician pulled the clip off the tissue and a tear was noticed. It was reported that the event did cause additional bleeding. The case was completed with two more resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was mashed onto the bushing. In addition, the control wire was not attached to the clip assembly. Functionally, an attempt to deploy the clip was unsuccessful. The most probable root cause has been determined to be operational context as evident by the clip assembly being mashed into the bushing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2010. According to the complainant, during the procedure, the clip was attached to tissue however, the clip would not release from the catheter. The physician pulled the clip off the tissue and a tear was noticed. It was reported that the event did cause additional bleeding. The case was completed with two more resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.